Event description:
Consumer called to report her meter reading higher than she feels. Analysis run on corsensus error grid (ceg) using mean readings (257) as reference point vs. Bd readings (103, 411) yielded some data points in the c range of the grid, outside acceptable limtis.